Manufacturer narrative:
Additional information: due to characterization limit e.1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) not powering on despite batteries having charge.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Aware date was updated to 2025/09/27. Additional point of contact: nona. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Device not powering on despite batteries having charge. Once power management pcba was replaced device powered on. Blood/saline found inside pim. Pim and safety disk replaced. 30psi transducers recalibrated. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed power management into the cardiosave test fixture and tested the board to factory specifications per procedure. When power was applied to the cardiosave, the unit failed to power up. The fat dept. Was able to replicate the failure experienced by the customer. The board failed testing. Sending the board to the supplier per procedure. They stated: 1. Perform visual inspection found u1 and cr10 rusty root cause for this part is due to the rusty components. Retaining the part in the failure analysis and testing department per procedure. Possible cause is there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Based on the information provided, the pim and safety disk were replaced to resolve the issue. The removed parts were discarded as they are biohazardous. Therefore, no root cause evaluation can be performed.

Event description:
N/a.

Event description:
T was reported that during use, the cardiosave intra-aortic balloon pump (iabp) did not power on despite the batteries having sufficient charge. Additional issues were reported across multiple events, including power-up fault code #14 upon boot-up, internal communication failure alarms, system ¿internal failure¿ alarms, repeated system shut-offs, and display malfunctions characterized by large black circular artifacts and damage to the upper lcd requiring replacement. Further device concerns included a damaged ECG port with the patient cable connector snapped off inside the port, driveline kink and catheter restriction alarms, inability to calibrate the fiber-optic sensor, gas gain and condensation observed in the helium circuit, and repeated console exchanges required to maintain operation. Catheter-related failures were also reported, including discovery of a broken internal wire during inspection and a separate case where the pressure transducer/wire perforated the balloon tip, resulting in blood observed in the helium tubing and emergent device removal. In the reported cases, patients remained hemodynamically stable, tolerated device removal well, and no patient harm was reported.

Manufacturer narrative:
Updated fields: b4, b5, d10, e1 (event site email), g3, g6, h2, h6 (medical device problem code), h11.